Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to be stuck in the "preparing to prime" loop due to attempting a bolus during the rewind / prime. Customer's blood glucose was 185 mg/dl. After troubleshooting, customer was able to exit loop.